Manufacturer narrative:
Imdrf device code a050501 captures the reportable event of bands unable to deploy. Imdrf device code a0401 captures the reportable event of trip wire broken.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in a procedure performed on (B)(6) 2022. During the procedure, the bands would not deploy, and the cord broke. No further information obtained despite good faith efforts.